Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.

Event description:
Recurrence of noise on the right ventricular (rv) lead.

Event description:
New information notes programming changes were performed to resolve the issue. There were no patient consequences.